Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a forced log out. Data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional UDI information is available.